Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that the patient was treated in their hospital for valvular heart disease, congenital subaortic stenosis, mitral regurgitation and other causes. The patient underwent mechanical aortic valve replacement, aortic valve ring enlargement, sinus reconstruction, left ventricular outflow tract dredging and temporary cardiac surface pacing lead placement. An integrated membrane oxygenator was used in the surgery for extracorporeal circulation perfusion circuits, collecting venous blood and blood during open-heart surgery, cooling or warming blood, and adding oxygen to the blood and removing carbon dioxide from the blood. At around 10:20a.m., the medical staff found that the blood reservoir of the integrated membrane oxygenator was leaking blood, and it dripped on the floor, with a blood leakage of approximately 5ml. The device could not be replaced during surgery because the customer needed to shut down the extracorporeal circulation machine in order to replace the oxygenator. If the machine was stopped urgently during surgery, the risk of cardiac ischemia and brain damage would also increase. The medical staff closely monitored the bleeding and continued to use it after assessing the risk. This event seriously increased the risk of surgery, affected the safety of surgery, and damaged the oxygenation efficiency. Blood leakage or emergency maintenance operations during surgery may introduce bacteria, increase the risk of infection in the patient, and easily induce bacteremia or sepsis. The device was used to complete the procedure. It was unknown if there was any adverse patient effect associated with this event.